Event description:
After navigating the 026 catheter to the site of occlusion and turning on the aspiration pump, no blood was flowing, and the physician noticed a kink in the proximal shaft of the catheter, outside the patient's body. The catheter was changed out and the procedure continued.

Manufacturer narrative:
Technical evaluation: there were several small kinks along the proximal 40cm of the catheter shaft. The kinks were likely caused by tightening of the rhv onto the shaft. If the rhv is overtightened, the shaft can be compressed and flow rate reduced. The DHR of this manufacturing lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009. A review of the device history record was complete on part # 0587 (lot # l12090). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. Ncr 462 was generated to perform 100% inspection on markerband od, as a result of 1 unit out of specification on dimensional sampling inspection. No additional failures were found due to od measurement. Additionally, with this lot da-039 was initiated to perform 100% hub-air aspiration testing (non-destructive testing) post coating, it typically is completed prior to coating, however, lot was at coating supplier when eco-1214 (eco to perform 100% non-destructive hub-air aspiration testing) was released. All appropriate inspections were completed to assure no product damage from hub air aspiration testing post coating. Also within this lot another ncr was written, ncr 555 was created to document explanation of corrections made on inspection report, initially no comments were made to why inspection results were changed. Ncr 555 documents that the inspector was notified of acceptable product from engineer, therefore, correction was made to inspection report. Finally destructive testing was performed on this lot per process monitoring requirements and samples met the required specifications. The parts manufactured in this lot met the required criteria and are deemed acceptable.